Manufacturer narrative:
(B)(4). No sample and no lot number was available for manufacturing review and/or analysis.

Event description:
The pt's father reported that the velcro of the tracheostomy tube holder had torn out the slot in the tube's flange. They replaced the tracheostomy tube and there was no pt alarm. The tube and the lot info was discarded.